Event description:
It was reported that the patient presented to the hospital due to syncope. Upon interrogation, noise alerts were noted on the right ventricular lead. The lead exhibited impedance less than 100 ohms. A fluoroscopic image exhibited a cut on the outer insulation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4): device evaluation anticipated but not yet begun.